Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and found that the system gave an alert indicating that the right wedge joystick was active at startup. Review of the log file showed an error in the control module: the right wedge joystick was active at startup. Upon troubleshooting, the fse found that the table-side controller had a faulty joystick due to defective equipment. To resolve the issue, the fse replaced the table-side controller. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence; as such, the complaint was reported. Since that time, it has been identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product should ensure that all checks and actions have been completed satisfactorily before using the product for its intended purpose. It is instructed not to use the product for any application until the user is sure that their routine checks have been completed satisfactorily. Therefore, as the device was out of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the right wedge joystick was active at startup which can impact a full system boot. No harm was reported to philips. Philips has started an investigation of this complaint.